Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 275 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting, nausea and high blood glucose levels. Once the pod was removed from the infusion site (arm) the cannula was found bent. As treatment, the patient had applied a new pod at home. Once at the hospital the patient was treated with intravenous fluids and anti nausea medication. The patient was released from the hospital after 6 hours.